Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04350. The pt rec'd her scs system on (B)(6) 2010. It was reported the pt had stimulation in the correct area, but that it no longer provided relief. The pt had felt overstimulation in the past, and was unsatisfied with the system. The pt did not want to try reprogramming. The physician was working with the pt to schedule a procedure the system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.